Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt is unable to establish communication between the ipg and external devices. It was also reported the pt had not charged her ipg in approximately 12-18 months. Additionally, a sjm representative met with the pt and confirmed the issue. Surgical intervention is pending to address the reported issue.